Manufacturer narrative:
This event is part of a retrospective review associated with a correction implemented in CAPA 32, and is being reported late. Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 12.70 psi, which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component issue. The pressure sensor was replaced, and the 30 psi was recalibrated from the value 360 to 300, which successfully resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that an infusion pump failed the 30 psi occlusion test, recording a pressure of 12.70 psi, which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be a component issue. The pressure sensor was replaced, and the 30 psi was recalibrated from the value 360 to 300, which successfully resolved the issue. No patient involvement was reported.